Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log review revealed no keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The homechoice device was evaluated and all functional tests were performed. Visual inspection found damaged door cover. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The door cover was replaced. The device passed all check and calibration tests successfully during service. A review of the device service history found that the device was serviced more than one year ago therefore a service history review will not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. The pt was not hospitalized prior to death, however, was admitted to the hospital same date as death (further detail was not reported). Treatment was not reported. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1999. A review of the device history record, was performed. Upon performing this review, no issues were found that could be related to the reported event. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.